Event description:
It was reported that the atrial lead had high thresholds. During the replacement procedure, the physician was unable to insert the guidewire due to veinous occlusion. The physician decided to continue using the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.